Event description:
It was reported that on 04 january 2024, a 36mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation after full deployment. The left disc opened well, but the right disc could not open and formed a cobra shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment. When the implanter tried to pull in the device and retrieve the sheath, the left disc was not able re-sheath. The implanter used great force to pull device into sheath, with the distal part still partially exposed outside the sheath while removing the whole system. This caused a tear in the femoral vein, but no major bleeding occurred. Upon inspection, the delivery system had crumbled due to the force used to retract the device. A new 34mm amplatzer septal occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported stable.

Manufacturer narrative:
An event of retraction difficulty and a delivery system crumbling was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the delivery system had crumbled due to the force used to retract the device. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.